Manufacturer narrative:
H6: device codes (fdd/annex a) added a0904. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_interstim_ins lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID neu_interstim_ins lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID neu_interstim_ins lot# unknown serial# implanted: explanted: product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that there were no event dates provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. G2: shenhar, c., goldman, h.b., slopnick, e., gill, b., <(>&<)> zilliouz, j. (N.d). Sacral neuromodulation for overactive bladder in the aging population: does cognitive status impair test-phase success?. No reference list entry. No issue/volume. No doi. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding sacral neuromodulation for overactive bladder in the aging population: does cognitive status impair test-phase success? The following medtronic devices were used: the interstim ins and interstim lead. Among patients adverse events / device product performance issues included: 1. Two patients had a loss of efficacy and had a revision or explant. 2. Two patients had a loss of efficacy and had a revision or explant. There was evidence of a fall or lead migration prior to developing these issues. 3. Three patients had a revision or an explant due to an initial lack of efficacy despite a beneficial trial. 4. Three patients reported having a revision or explant due to being with or without pain at the implant site.